Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting that they were not okay at the time. They were calling because they made an appointment with their healthcare professional (hcp) who scheduled them to see another hcp however that hcp was not specialized in medtronic products. Patient reported that they were having a lot of pain and hurting like hell, the device was not working as they were not peeing and not going to the bathroom. They also weren't having the sensation to go to the bathroom at all. They also reported that the wires were starting to stick out and the battery was already sticking out. A physician listing was sent to patient. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0mqlv, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had burning at the implanted neurostimulator (ins) site and pain at the lead site. They also said that the therapy wasn¿t working anymore. It was noted that both the ins site and lead site were more painful when they sat down. The patient was going to follow-up with a healthcare professional (hcp) about this issue. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0mqlv, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. Analysis: analysis of the ipg 3058 interstim ll (serial#(B)(4)) passed functional testing. Analysis determined there were no issues when pressing on the implantable neurostimulator (ins) can and telemetry was acceptable. The ins output was tested at the cut end of the returned lead and good stable output was observed on all electrode pairs. The ins output was tested at the cut end of the returned lead and good stable output was observed on all electrode pairs. Analysis: analysis of the tined lead, 3889-28, interstim, us 28 cm (lot#va0mqlv) identified that the {x} conductor(s) was/were broken in the body of the lead at or near the tines. Analysis identified markings on the outer insulation of the lead which is consistent with markings from the use of a tool. The ins output was tested at the cut end of the returned lead and good stable output was observed on all electrode pairs the ins had. The ins output was tested at the cut end of the returned lead and good stable output was observed on all electrode pairs. Eval code method applies to interstim and lead (lot#va0mqlv). Eval code-results 122 applies to lead (lot#va0mqlv) only. Eval code-conclusion 4315 applies to lead (lot#va0mqlv) only. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.